Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented in clinic. The right ventricular lead exhibited loss of capture and dislodgement. The physician suspects the reason of dislodgement is patient's gun shooting activity. The lead was explanted and replaced successfully. The patient was stable post procedure.